Event description:
A "replace sensor" message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. As a result, the customer experienced a loss of consciousness. The customer went to a hospital emergency room where they were treated by a healthcare professional who gave the customer sugar water. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.